Manufacturer narrative:
The returned meter (B)(6) has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Observed the meter did not power on with button or strip insertion. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased meter; no issues were observed. An extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned meter and no issues were observed. The meter was unable to powered on despite attempts to turn on using the strips and button. The meter crystal was checked and found to be within specifications. The meter cpu (central processing unit) reflowed but the meter did not power on. The returned central processing unit (cpu) was placed with a known-good meter, and the meter powered on and performed as expected. Therefore, this issue is confirmed to a faulty cpu. The DHR (device history review) for the freestyle libre meter showed the freestyle lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2009, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.